Event description:
Customer reported that his insulin pump delivered a full reservoir of insulin into him. Customer stated that he had a motor issues, he stated that the insulin pump is constantly alarming motor error and is cracked near the battery compartment. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with cracked display window corners, battery tube threads and reservoir tube. No motor error alarms noted.